Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the pump was rebooting after a battery change. This complaint is being reported because the power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: a review of the pump black box revealed 21 cs 054 alarms after a ¿low battery¿ warning. The cs 054 alarms occurred while the battery was being replaced. No power events were recorded between the cs 054 alarm and the ¿low battery¿ warning. There was no damage noted to the pump battery compartment or battery cap. The battery cap secured to the pump and the pump was exercised for 24 hours without power issues or alarms occurring. The pump was opened and no internal damage was found. Unrelated to the complaint, the display screen was found to be faded; the display screen was replaced with a test screen and the display returned to normal.